Manufacturer narrative:
.

Event description:
It was reported that the atrial lead of an asymptomatic patient had exhibited high capture thresholds. The lead was explanted and replaced during a device change out procedure. The patient was noted to be doing well following the procedure.